Event description:
A 53-year-old female patient underwent implantation of an impella cp device for the indication of ami/cgs. During support, the patient developed increasing premature ventricular contractions (pvcs) on (B)(6) 2025. The impella cp device functioned as intended throughout the support period. The reported arrhythmia (pvcs) occurred during therapy but did not prevent successful weaning or impact overall survival. Based on available information, there is no evidence of device malfunction contributing to the event.

Manufacturer narrative:
A4, a5, and a6 are unknown. Investigation summary ==> ppae: (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot ==> device lot: 1960355 device history batch ==> subcomponent lot: n/a. Device history review ==> this pump sn (B)(6) passed all post sterile inspection checks.